Event description:
It was reported that the physician experienced a difficult insertion with a pt with significant calcifications. Immediately after the iab started pumping, blood was noted in the tubing. The physician felt the balloon ruptured, and it was due to the pt's calcified vessels. The iab was removed and replaced without any complications.